Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the right atrial (ra), right ventricular (rv), and shock channels during device replacement. There were several atrial tachy response (atr) as a result. The ra lead is a non-boston scientific lead. The health care professional (hcp) examined the x-rays and was happy with the lead positioning. The hcp decided to replace the ra lead and device only. The patient will continue to be monitored. No additional adverse patient effects were reported.